Event description:
Vascular occlusion [vascular occlusion]: united states report received from company representative via physician on (B)(6) 2023 and concerns of a female patient 21 or over who had received rha4 on (B)(6) 2023 for an unknown indication. 0.5 ml of rha4 was applied to nasolabial fold's (nlfs) using an unknown injection technique. The needle was used from the box and cannula was not used for the administration of rha4. Previous procedures were not provided. No medical history was provided. Concomitant medications and food supplements were not provided. On (B)(6) 2023, the patient experienced vascular occlusion (vo) in the nlf after administration of rha4. The patient did not realized until next day and treatment was started. The patient received 2 vials of hylanex. At the time of this report, the outcome of the event was recovering. The intensity of the event was not reported. The product was not available for return. Health effect - clinical code: e2328, obstruction/occlusion health effect - device code: a24, adverse event without identified device or use problem no additional information was available at the time of this report. On 13-jun-2023, a program expert from the medical device reporting (MDR) team at the FDA suggested that we complete updated submissions, where the "uf/importer report # 3005975625-2023-00008" is corrected. This case was submitted on (B)(6) 2023 using the incorrect "uf/importer report #",(B)(6). This is an initial submission to the correct "uf/importer report #", (B)(6). The original date of submission of 23-mar-2023 within section f11. Was updated to (B)(6) 2023. Case comment: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. The company will continue monitoring the benefit-risk profile for the product.